Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the bottom left seam was insufficiently welded. Functional testing was performed and revealed a bottom left weld leak. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked. This event occurred while filling the device with an unspecified solution. There was no patient involvement. No additional information is available.